Event description:
Per biotronik pt tracking, this system was removed due to infection and has not been replaced. Linox sd 65/16, (B) (4) MDR 1028232-2010-00085. Setrox s 53, (B) (4) MDR 1028232-2010-00086.